Event description:
It was reported that approx 22 months post stent graft implant at the venous anastomosis in a left forearm av graft, the av graft clotted. Mechanical thrombectomy was performed within the av graft and a 90% stenosis was identified at the proximal end of the stent graft. A stenosis was also identified in the venous limb of the av graft. Balloon angioplasty was performed within the stent graft and the IV graft, with excellent results.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are currently being reviewed. The stent graft remains implanted; therefore, a device eval could not be performed. The investigation is currently underway.